Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead perforated the heart wall. An invasive procedure was performed. The lead was pushed back into place and was sutured. The lead was checked the following day with no further complications noted. No additional adverse patient effects were reported.